Manufacturer narrative:
Lot review: could not be accomplished as we do not know the list number to date. Visual analysis: initially received an (B)(6) report from the (B)(6) that described ICU microclave as the issue with no list# but upon receipt the following was received with no list# provided. 3/14/2017 - received: three used bifuse extension set, lot# unknown, one new vygon tubing extension ref# 832.211, no standalone microclave clear devices were returned. Engineering functional testing: three used unidentified ICU bifuse extension sets were returned for investigation of leakage. Microscopic examination of the microclave assembles revealed that each of the bifuse extension sets had microclaves with tearing on the top surface of the seal that extended to the edge of the seal. This type of damage will result in leakage. This type of damage is typical of access with an incompatible mating device. The returned mating device male luer was measured and found to be incompatible with microclave. The damaged microclaves were disassembled with the following observations: spike: necking and blushing where the spike was bent. Silicone seal: tearing to the edge on the top surface of the seal. Housing/body: no damage or anomalies. Final engineering summary: the complaint of leakage from the microclave connectors assembled into the bifuse sets was confirmed. The leakage was the result of damage sustaining during use. This type of damage is typical of access with an incompatible mating device. The returned mating device male luer was measured and found to be incompatible with microclave. The microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one 011mc100, microclave clear, lot# is unknown. Report states: leak of noradrenaline from microclave at junction between blue/clear parts causing hypotension and increase in no adrenaline dose. No adverse patient consequences reported.

Event description:
Complaint received regarding one 011mc100, microclave clear, lot# is unknown. Report states: leak of noradrenaline from microclave at junction between blue/clear parts causing hypotension and increase in noradrenaline dose. No adverse patient consequences reported.